Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during a procedure performed on (B)(6), 2015. According to the complainant, during the procedure the balloon could not be fully deflated. The physician was unable to pull the device out through the bronchoscope, so they removed the bronchoscope and the device together out of the patient, and cut the catheter to remove the device from the bronchoscope. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.